Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Implant date: no tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the wire signal went [imaged] to a flat line in the middle of the diagnostic procedure. According to a tech, the wire got stuck on a stent strut. It's possible the pressure sensor was damaged when it got stuck. There was no patient injury or harm reported. Visual and microscopic inspection were performed on the returned device. The distal coil was kinked; the distal tip was shaped as a result. Corrosion was observed at the dome. The pressure sensor was intact. A piece of the pressure sensor housing was missing. Blue residue was observed at the proximal hypotube joint. Scuffing was observed at the hypotube near the torque device. Both the residue and scuffing are consistent with applying too much tension to the torque device. It is possible that the damage at the pressure sensor housing was caused by a stent becoming caught on the wire. However, we were unable to conclusively determine when and how the damage occurred or how the stent initially became stuck. The instructions for use (IFU) warn to never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. When advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the pressure guide wire may become entangled in one or more stent struts. This may result in entrapment of the pressure guide wire, shredding of the pressure guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize patient risk. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. The event is being reported because device analysis noted a piece of the sensor housing was missing from the device and it could not be determined when the separation occurred.